Event description:
It was reported, the programmer head was unable to interrogate devices. The programmer head was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported, the programmer head was unable to interrogate devices. The programmer head was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the radio frequency programmer head was returned and analysis found that it had extensive damage due to a swelled magnet and that it failed all uplink amplitude tests. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.